Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation. Atrial fibrillation with rapid ventricular response at 165 bpm and motion artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed until after the treatment was delivered. The patient is at the hospital and will continue to wear the lifevest. There is no additional information about this event.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient is at the hospital and will continue to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor sn (B)(4): 08/2012 - reuse. Electrode belt sn (B)(4): 08/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.